Event description:
It was reported that during a 2-level prodisc-c at c5-c7 procedure, the back stop of the chisel popped off when the surgeon used the slap hammer. The broken fragment was retrieved. Surgeon completed the procedure with the chisel with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports the sample was received with the impact button broken off the back of the chisel shaft. The clearance between the inner diameter of the button and the outer diameter of the shaft could be a line to line fit which could minimize the ability of the brazing material to flow between the two parts. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered valid from a manufacturing perspective for the joint between the shaft and the impact button. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4)